Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, serial# unknown, implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 3777-60, serial# unknown, implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: unknown, ubd: 01-apr-2012. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that at the patient's battery replacement, impedances on 0-7 lead were all over 40k ohms. The patient stated the battery has been depleted for over a year. The impedances were ran with an alternate control electrode and switched lead into 8-15 port, but impedances remained above 40k ohms. The doctor stated he wanted to program the patient on the current working lead. The patient was programmed post-op and the patient stated she was receiving stimulation coverage in areas as desired. The issue was reported to be resolved at the time of the report. The rep also noted that they were unsure on which lead had the out of range impedances. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d11: product ID 3777-60 lot# serial# unknown implanted: 2008-(B)(6)explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's reason for their battery replacement was due to it being at end of service (eos). The rep is unsure which of the patient's lead is at fault. The cause of the high impedances were not determined. No further information was reported.